Manufacturer narrative:
H.6. Investigation summary : the samples were received by bd for evaluation. A quality engineer was able to review the returned samples with the reported issue of ¿the cannula wraps the needle with the material very tightly. When removing the needle, it causes the cannula to come out of the vein¿. The DHR was reviewed and no conforming product or quality notification was raised on this lot during manufacturing and production of the lot number 9238377 until lot release. 1. The customer return sample is of material code number 391452 (venflon 20ga) and of lot number 9238377. 2. The complaint of pir has the reported complaint on material number 391451 (venflon 22ga) and the lot number reported in pir is 9234513. The complaint lot number and the customer return sample do not match. The customer returned samples are made available for investigation. For the cannula tip damage confirmation, the penetration tests performed on both customers returned of material code number 391452 (venflon 20ga) and of lot number 9238377 and retained samples of material number 391451 (venflon 22ga) and the lot number 9234513 showed the cannula penetration conformance to bd specs. Bd has also investigated the ptfe tube of both the lot number of the complaint sample of the customer as well as the retention sample of the reported lot number and found the coc of the ptfe within specification. Bd understands that the cannula wraps the needle with the material very tightly, when removing the needle, it causes the cannula to come out of the vein, however the customer return sample and the retention sample of the reported lot number did not show any damage or squeezed part on the product. The complaint/defect could have happened due to wrong handling of the product. The complaint is unconfirmed as the original sample is not available. It looks like it is a handling issue and requires training on product knowledge and product handling. Complaints received for this device and the reported defect will continue to be tracked and trended. Based on this, a CAPA is not needed at this time. H3 other text : see section h.10.

Event description:
It was reported that the bd venflon¿ IV cannula wrapped the needle "very tightly", causing the cannula to back out of the vein during use when removing it. The following information was provided by the initial reporter: "the cannula wraps the needle with the material very tightly. When removing the needle, it causes the cannula to come out of the vein."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ IV cannula wrapped the needle "very tightly", causing the cannula to back out of the vein during use when removing it. The following information was provided by the initial reporter: "the cannula wraps the needle with the material very tightly. When removing the needle, it causes the cannula to come out of the vein."